Event description:
The patient contacted animas on march 6, 2012 to report the pump did not detect the filled cartridge during the load step, and the insulin was dispensed out of the cartridge. There was no patient injury associated with this issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump not "primed" and "no cartridge detected" warnings were found in the black box history. The pump was found to push out 20 units before recognizing the cartridge during the load step. The force sensor was found to be out of calibration. The pump was opened and contamination was found on the force sensor shim.